Event description:
Medtronic received a report of 2 pipelines that failed to open. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm located in the cavernous segment with a max diameter of 10mm and a 5.9mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The landing zone (artery size) was 4.6mm distal and 5.1mm proximal. Dapt (dual antiplatelet treatment) was administered with an unknown platelet reactivity units (pru) level. The angiographic result post procedure was, "the procedure was completed successfully, with obvious contrast agent retention within the aneurysm and no vessel loss postoperatively." No images are available for review. No patient symptoms or complications associated with this event. It was reported that after the p27 microcatheter was positioned, as imaging data showed that the c6¿c7 segment was relatively straight, the customer chose in situ deployment of the stent. Stent delivery was initiated, and after the stent reached the target position, deployment was started. After retracting the microcatheter by approximately 7 mm, there were signs of partial opening at the tip end of the stent; however, the distal tip appeared somewhat rough. The customer then began to push the stent; the mid segment opened, but the tip end still appeared partially unopened. The customer therefore resheathed and redeployed the stent, but the tip end still showed the same initial configuration. Consequently, the stent was withdrawn and replaced with a new one. As the customer believed the initially selected stent was oversized, it was replaced with a 475-16. Subsequently, the microcatheter was advanced to the target position, and stent delivery and deployment were attempted again, but the same situation occurred. After further communication with the customer, a 4.75-18 stent was selected and deployed starting in the middle cerebral artery, after which the procedure was completed successfully. The pipeline's were not used for any indication that is not approved (off-label). The pipeline's and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a puweisen 5f115 guide catheter and a phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.